Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery, which was moderately tortuous and heavily calcified. During advancement to the lesion, the 2.25x15mm xience alpine stent delivery system (sds) passed through a previously implanted stent. The previously implanted stent had been there for some time, and was originally implanted to treat a chronic total occlusion. The 2.25x15mm xience alpine stent dislodged from the balloon of the sds while passing through the previously implanted stent, and was deployed within the previously implanted stent, completely outside the target lesion. The 2.25x15mm xience alpine stent was post-dilated and fully apposed. A new same-sized xience alpine sds was used to successfully treat the target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.